Event description:
International customer reported that the sternal wire pulled through the sternum at an unspecified time following cardiac surgery. This event caused the sternum to become mobile & unstable. The pt was returned to surgery to have the sternum re-wired. The specific device failure mode is not known.

Manufacturer narrative:
Date sent to the FDA: 09/09/2009. Unknown device failure. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.